Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a corroded motor home switch and a cracked reservoir tube lip were noted during the visual inspection.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm on the insulin pump that prevented the rewind. The blood glucose reading was 111 mg/dl. She stated that the insulin pump had not been exposed to a strong magnetic field or MRI. She was unable to rewind the insulin pump. Nothing further was reported.